Event description:
A lensar fse reported that while on site for a surgery day attendance that he noticed that the laser system did not move to the correct eye. After setting up, the pt position in full deploy the doctor pressed the neutral position for docking, the platform was moving and went into the docking process. The fse noticed that the platform was reversed. The doctor released the pt and verified that the settings were correct. The doctor tried again the docking process and went through the procedure on a second try with no issues. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.